Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture visible behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/22/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2015 with the following findings: during investigation, a visual inspection of the pump revealed cracks in the battery compartment in the thread area. The battery cap was not able to tighten securely to the pump. The pump case was also cracked in upper right corner of the display area. There was evidence of moisture contamination observed behind the display lens. During testing, the pump powered on with no vibration alert and a blank display. A leak test showed leaks at battery compartment crack and pump case crack. The pump case was removed and there was evidence of moisture contamination found throughout the inside of the pump. Further testing was not able to be completed due to the blank display and moisture contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.